Event description:
User received erroneous results for two patient samples. The first sample had erroneous calcium results of 0.45 mg/dl. The result was questioned by the physician and was later repeated. The repeat result was 9.0 mg/dl. No adverse effects were incurred by patient. The second sample had erroneous total bilirubin results of 1.9 mg/dl on a neonatal sample. The result was questioned by the physician and was later repeated. The repeat result was 16.5 mg/dl. The results were questioned by the physician and later repeated. No adverse effects incurred by patient. The field service representative determined the cause to be a bent r2 probe hitting bottle edges and noted the customer straightened the r2 probe. He also checked the probe alignments and adjusted the r2 probe pulse setting to center bottle entry of reagent probe. Performance tests were performed which were within specification.